Event description:
The implant fractured in the upper third, possibly due to the pressure. Fragment was removed and discarded.

Event description:
The implant fractured in the upper third, possibly due to the pressure. Fragment was removed and discarded.